Event description:
Consumer called to report calling an ambulance for assistance when his meter was reading high. Emt meter read 40. Thinks the reading from his meter are inaccurate and he is dosing to the wrong numbers.

Manufacturer narrative:
Awaiting return of product in order to conduct quality investigation.